Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received motor errors, buttons were sticky to press, grinding noise, motor was louder, discoloration on screen, rejects new batteries and worn out where the reservoir was put in. The customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. No display anomaly or discoloration anomaly noted. No drive/motor anomaly, motor error alarm, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device had intermittent button response on the act due to flattened dome switch (creased). No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.